Event description:
Received medwatch form from user facility on 11/27/2007. The form referenced incorrect model #0010383. A device of lot #0010383 is catalog #nl850-1331. It has been reported that a female had suspect device implanted in 2007 due to communicating hydrocephalus. The pt returned to the emergency room about 2 months later with gait abnormalities, difficulties walking and right side weakness. A cat scan of the brain was performed on the same day, and showed new pneumocephalus and increased ventriculomegaly. On 10/23/07 the pt underwent surgical removal of the device. During surgery the pudenz reservoir was pumped and refilled readily. Suspect medical device was removed and replaced with another pudenz reservoir and ventricular catheter. Post op the pt was weak. On 10/26/07 pt was discharged to an inpatient rehabilitation facility focusing on gait training, balancing and muscle strengthening.